Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation of the implantable defibrillator, backup mode was observed. A device download was performed. There were no adverse consequences to the patient. The patient was stable.